Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat prolapse of vaginal walls and mesh was implanted along with the concurrent procedures of posterior colporrhaphy, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation in (B)(6) 2004 to treat stress urinary incontinence and rectocele with diminished perineal body. The patient underwent a mesh revision on an unknown date due to inability to urinate.

Manufacturer narrative:
(B)(4).